Manufacturer narrative:
Pt weight: the actual patient weight was (B)(6) (which would not fit in the character limited field). The investigation has not been completed.

Event description:
A medtronic representative reported that during a tumor resection they were inaccurate during registration. They registered successfully using touch-n-go. When they verified their accuracy they felt accurate everywhere except for posterior to the left ear where they were inaccurate by approximately "one inch anterior". They then registered successfully using point merge, but again felt they were inaccurate by "perhaps one inch" in the same spot. The inaccuracy was not on the same side as the tumor, so the doctor felt comfortable to proceed using navigation. There was large cyst that was drained before getting to tumor. Doctor did not confirm inaccuracy as he said it that "it might be inaccurate." There was no impact on the outcome of the patient.